Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone and states that the insulin pump stopped working, nothing on screen and it will not turn on. The customer replaced the battery, pressed buttons and nothing. The customer had a blood sugar of 320mg/dl. Troubleshooting was performed and the display is still blank. The insulin pump will return.

Manufacturer narrative:
Findings: unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.